Manufacturer narrative:
Results, conclusions: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (stenosis, calcification, tortuosity). Deformation problem. (B)(4).

Event description:
It was intended to use an endeavor resolute rx drug eluting stent to treat a severely calcified lesion, with excessive tortuosity and 70 % stenosis, in the rca. The device was removed from the packaging as per the IFU and inspected prior to use, with no issues noted. The device was also prepped prior to use with no issues noted. The lesion was pre-dilated with a 2.5 x 15mm balloon however the stent could not cross the lesion. It is reported that resistance was encountered when advancing the device, but excessive force was not used. The physician believes that the positioning difficulties were due to use of the device in difficult lesion morphology/anatomy. The physician subsequently used a 3.0x12mm unknown brand bare metal stent in an attempt to complete the procedure, however the second stent could not cross the lesion either. The procedure was subsequently abandoned. No patient injuries or complications are reported. The device was returned to the manufacturing site and analysis revealed damage to the stent. Evaluation summary the stent was positioned between the marker bands as per specifications. The mid stent segments were pinched and deformed. The distal tip was damaged. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).